Manufacturer narrative:
Film evaluation showed a very small vena cava (approx. 11mm) and an initial spindle form is expected in small vena cavas.

Event description:
"Did not open properly; even after post manipulation still did not open properly (deployed, but did not line up). Filter in patient, patient ok to date."